Event description:
I have breast implants. My symptoms related to bii (breast implant illness) are progressively getting worse: joint pain, numbness in hands and arms, hands get swollen and are getting harder to use, my breasts have a burning sensation. Reference report: mw5115709.